Event description:
User experienced leak coming from the analyzer onto the floor. No pt samples were involved and no one was harmed. The field service representative determined the cause to a defective waste pump, and replaced waste pump assembly. Performance tests were performed and within specification.